Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 74.3°f. However the rate of temperature rise was above threshold at 7.8°f/sec. Initial diagnosis indicated that the rear motor bearing was worn and the device failed the hi-pot testing for patient current leakage at 0.504 ma. Due to the rate of temperature rise the device was also evaluated by engineering. The cause of the mid-motor overheating was caused by the required additional supply current due to the elevated frictional load condition from the rear bearing debris lodged between the rotor and stator. The motor rear bearing was shattered into fragments. Only the motor¿s rear bearing outer race was visible within the bearing retainer. Gouging of the rotor was attributed to the rear bearing debris. The reported noise could be caused by this type of rear bearing failure. The motor¿s front bearing and collet bearings ran smoothly when manually rotated. The likely cause of these types of failures is due to inadequate preventative maintenance. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of a tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 25 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to product event based upon reason for return. Device analysis determined the motor overheated above threshold. On follow up it was reported the motor made a noise and got hot in the surgeon's hand during a laminectomy. There was a 20 minute delay in the procedure in order to retrieve a replacement device. The surgeon continued to clean up the area in the incision with other instruments during the delay. The postoperative status of the patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.